Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer received an alarm that suspended insulin deliveries. Customer checked the pump history and found no alarms. Blood glucose level was not impacted. Reportedly, the customer reverted to using a new tandem pump for insulin therapy.